Event description:
Customer stated sodium patient results were generating abnormal low values and repeating high. The initial low sodium results were reported, patients were not adversely affected. Ten patient samples were involved, no treatment was given due to the low results. Customer provided four examples, three patient results were discrepant: initial sodium result 112.0, repeat 140. Mmol per l. The field service representative determined a defective sample probe was the cause and he replaced the probe. To verify analyzer operation, he ran customer samples which replicated. He performed calibration, qc and check test.

Event description:
Customer stated sodium patient results were generating abnormal low values and repeating high. The initial low sodium results were reported, patients were not adversely affected. Ten patient samples were involved, no treatment was given due to the low results. Customer provided four examples, three patient results were discrepant: tested (B) (6) 2009, initial sodium result 109.0 (accompanied by l data flag), repeated twice on (B) (6) 2009, gave 143 mmol per l both times. Sample type was serum. The field service representative determined a defective sample probe was the cause and he replaced the probe. To verify analyzer operation, he ran customer samples which replicated. He performed calibration, qc and check test.

Manufacturer narrative:
Based on the information provided, it was determined a possible reason for the discrepancies was the bent sample probe. A clot in the sample probe as well as a worn out ise pump tube addressed earlier by the field service representative might have also contributed to this issue. Problem was solved by maintenance. Customer stated patients were not adversely affected.

Event description:
Customer stated sodium patient results were generating abnormal low values and repeating high. The initial low sodium results were reported, patients were not adversely affected. Ten patient samples were involved, no treatment was given due to the low results. Customer provided four examples, three patient results were discrepant: initial sodium result 125.0, repeat 140. Mmol per l. The field service representative determined a defective sample probe was the cause and he replaced the probe. To verify analyzer operation, he ran customer samples which replicated. He performed calibration, qc and check test.

Event description:
The patient experienced pain and swelling beside the lead. The area was not red. The pain occasionally radiated to the device pocket. The device did control their symptoms. The patient was put on 5 days of steroids. Further information from the patient's healthcare professional (hcp) indicated that it was unknown if the device could be attributed to the devices. The hpc confirmed the patient's pain. An x-ray was performed and was noted as normal. Re-programming led to no improvement. It was noted that the device was removed. The patient recovered without sequelae.